Event description:
It was reported that balloon rupture occurred. More than 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee (btk). A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 2 minutes. The device was removed without any problem, and the procedure was completed with an alternate device there were no patient complications as a result of this event.